Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician advanced the 4.0x12mm taxus liberte to the target lesion with but was unable to cross the lesion. The stent was pulled out and dilated but prior to re-inserting the stent a second time, a barb or flare on a stent strut was noted. The procedure was successfully completed with another 4.0x12mm taxus liberte. No pt complications occurred and the pt's condition was listed as "fine".

Manufacturer narrative:
(B)(4).